Event description:
Subsequent to the initial medwatch report, the additional information was received: following the index procedure, the patient experienced symptomatic mitral regurgitation with dyspnea. Reportedly, the mitral valve was leaking although there was no device related tissue injury noted. As treatment, on (B)(6) 2019, the implanted clip, cds0601-xtr 90522u196 was removed via mitral valve replacement surgery.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effect(s) of worsening mitral regurgitation (mr) and dyspnea as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy contributed to the reported single leaflet device attachment (slda). The increased mr and dyspnea are likely due to the reported slda. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H3 other text : the clip remains in patient.

Event description:
This report is filed as the mitraclip detached from one leaflet, while remaining attached to the other leaflet. It was reported that the patient presented with mixed mitral regurgitation, a short posterior leaflet, and smooth calcium on the posterior leaflet. The first clip delivery system was unable to capture the posterior leaflet. The device was removed without issue and a mitraclip xtr (cds0601-xtr 90522u196) was used in replacement. The mitraclip xtr grasped the leaflets with satisfactory leaflet insertion. Post-deployment however, the clip detached from the posterior leaflet and the clip remained attached to the anterior leaflet, a single leaflet device attachment (slda). As treatment for the slda and to further reduce mr, another mitraclip xtr was attempted. The clip grasped the leaflets, however during assessment and before deployment, the clip was unable to maintain leaflets capture. The undeployed clip and delivery system was removed without issues and the procedure ended. The mr remained grade 3+. Per physician, the slda was due to the patient's anatomy and not the device. There was no patient injury or tissue damage due to any device. There was no adverse patient sequela. No additional information was provided regarding this issue.